Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 3006969. D4: medical device expiration date: 31-jan-2028. H4: device manufacture date: 06-jan-2023. D10: device available for eval yes. D10: returned to manufacturer on: 22-sep-2023. H6: investigation summary customer returned 6 sealed 0.5ml 31g 6mm blister packs from the lot#'s 3006969m ((B)(4)), 3006969r ((B)(4)), 3006969n ((B)(4) and 3006969l (B)(4) and two photos. It was reported by the consumer that they received 4 different lot numbers that did not have marking on the syringes. Inside the boxes, the only ones that seem to be affected are the ones with the suffixes l,m,n,p and r. They either have no marking or partial/smeared markings. The returned samples visually examined and observed following: for lot# 3006969m - two syringes were observed with no scale markings and other with partial scale marking. For lot# 3006969l ,n , r - observed partial scale marking. See attached photos. Manufacturing dl will be notified. A review of the device history record was completed for batch# 3006969. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to this complaint. Based on the return samples, embecta was able to confirm the customer indicated issue.

Event description:
Mat# 328447 batch# 3006969, unknown. It was reported by the consumer that they received 4 different lot numbers that did not have marking on the syringes. Inside the boxes, the only ones that seem to be affected are the ones with the suffixes l,m,n,p and r. They either have no marking or partial/smeared markings. Verbatim: rcc received a complaint via email. Email(s) attached customer end-user reported a product complaint for item 328447, 40 bx. They've received 4 different lot numbers that did not have marking on the syringe. Inside the boxes, the only ones that seem to be affected are the the ones with the suffixes l,m,n,p and r. They either have no marking or partial/smeared markings (see attached image). Requesting for return. Kindly provide RMA once done. This incident is recorded under product quality report (B)(4). Cah stock po: 4531563990 po# 2002325677, dn 8191350049. Add info received. 1st customer response. There was only one lot number.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3006969 d4. Medical device expiration date: 31jan2028 h4. Device manufacture date: 06jan2023. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd safetyglide¿ insulin 1/2ml 31g x 15/61" tw insulin syringe there were scale marking issues. There was no report of patient impact. The following information was provided by the initial reporter: customer end-user reported a product complaint for item 328447, 40 bx. They've received 4 different lot numbers that did not have marking on the syringe. Inside the boxes, the only ones that seem to be affected are the the ones with the suffixes l,m,n,p and r. They either have no marking or partial/smeared markings.